Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00630505840, liner standard 3.5 mm offset 40 mm, 62680494. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06813. Discarded.

Event description:
It was reported that the patient underwent a primary left total hip replacement. Subsequently, the patient's left hip was revised approximately four months post-implantation due to dislocation. The liner and head were revised to a constrained liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.